Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 317 mg/dl at the time of the incident. Customer states that the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Customer has a new battery that meets IFU guidelines to test with the insulin pump. Customer states the display did not returned. Customer was advised to clean battery cap contacts with a dry cotton swab, to allow at least one minute for the battery contacts to dry. And advised to insert a new battery. Customer states the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to battery connector not plugged in properly to interface board. Unable to perform operating currents, self-test, a21 error test and displacement test due to blank display.